Manufacturer narrative:
The device history record (DHR) review showed the lot passed all the required in-process verification activities based on the acceptance quality level (aql) sample size. Based on the pictures and the samples provided, the reported condition is confirmed. The root cause could not be determined. The machine parameters are checked each shift, and the 10-count scale is subjected to scale challenges every day. This complaint will be used for tracking and trending purposes. D4 unique identifier number has been corrrected.

Event description:
The customer reported the package had 13 sponges instead of 10.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.